Manufacturer narrative:
The device was received for evaluation. During functional testing, "over infused during volumetric test x 2" was not reproduced. Evaluation had the flowline run a flow test at a delivery rate of 40 ml/hr at a vtbi of 40 for a 60mins run time. The delivered amount was 41.907 and the error percentage was at 4.7675% which is within specification.. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. An over infusion less than or equal to 10% is unlikely to cause or contribute to a serious harm, death, or serious injury. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump over infused during volumetric test in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information h6, h11: corrected information h11: the device was received for evaluation. During functional testing, "over infused during volumetric test x 2" was not reproduced. Evaluation had the flowline run a flow test at a delivery rate of 40 ml/hr at a vtbi of 40 for a 60mins run time. The delivered amount was 41.907 and the error percentage was at 4.7675% which is within specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The event history log was reviewed for the last days of customer use as no event date was provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.